Event description:
Following deployment of a 23mm sapien xt valve via transfemoral approach, angiogram showed the valve position was too aortic. Echo confirmed there was severe paravalvular leak [pvl]. A second valve was implanted. Initially the 16fr sheath was placed into the right common femoral artery with minimal difficulty. The 23mm sapien xt was crimped on the novaflex+ delivery system. The valve was introduced into the native aortic valve and deployed. Once deployed the valve position was assess via angiogram and the valve had landed 90:10 [aortic: ventricular]. Echo was also checked showing severe pvl. It was decided by the team to prepare a second valve. A second 23mm sapien xt was prepped. The valve was introduced and deployed within the first sapien xt valve. After the valve was deployed it was assessed with echo showing trace to mild pvl. The patient was transferred via stretched to the ICU in stable condition. The cause for the aortic valve movement was not determined. The native annular and leaflet calcification was described as severe. There was no report of severe septal hypertrophy. Coaxial alignment of the delivery system and the valve was good. There was no loss of pacing capture during deployment and ventilation was held during deployment. The image intensifier angle was good.

Manufacturer narrative:
Per the instructions for use, device malposition requiring intervention and paravalvular leak [pvl] are known potential adverse event associated with the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to aortic malposition, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve and delivery system, severe septal hypertrophy, minimally or severely calcified aortic leaflets, preserved ejection fraction, significant mitral annular calcification (mac), loss of pacing capture, and movement of the delivery system by the operator. The patient screening manual and the procedure didactic identify several procedural and anatomical factors which could contribute to pvl, including device malposition, inaccurate measurement of the native valve annulus, uneven distribution of calcium on the native valve, bulky or severe calcification, an elliptical annulus shape and valve under-sizing. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for aortic malposition (i.e. Minimal leaflet calcification, severe septal hypertrophy), bav may provide indication of potential balloon movement during valve deployment the thv training manual also identifies several procedural and anatomical factors that can contribute to pvl, including device malposition, inaccurate measurement of the native valve annulus, uneven distribution of calcium on the native valve, bulky or severe calcification, an elliptical annulus shape and valve under-sizing. In this case, the exact cause for the too aortic valve position cannot be confirmed. It is possible patient factors [severe annular calcification] contributed to the malposition of the valve and the resulting pvl. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.